Event description:
The customer requested service for the evis exera iii gastrointestinal videoscope for an angulation malfunction, ¿re-tighten bowden cables¿. However, the device was returned and during the device evaluation, the following reportable malfunction was identified: foreign material was found inside the air/water channel and cylinder. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation identified the air/water (a/w) channel and a/w cylinder has foreign objects inside. The foreign material could not be removed. The customer¿s reported problem was confirmed as the, the up angulation does meet the standard specification and needs to be reset. Additionally, the evaluation noted the following: scope failed the leakage test due to a pinhole on the bending section cover. The internal shrink tube of the free engage lever is cut. The adhesive is peeling on the bending section cover (failed insulation test). Due to deformation of the bending tube, the up angulation is out of standard value. Discoloration to the a/w and suction cylinder. Crack on the objective lens and light guide lens. Scratches to the grip, switch box, scope cover, control body, right/left angulation knob, plug unit, connecting tube, universal cord, and the protective boot cover of the universal cord on control section side. The label on the scope connector is damaged. A service history review revealed there was no repair records for the subject device. A device history review showed no issues that could have caused or contributed to the reported issue. The foreign material could not be identified, and a root cause of the reported event could not be conclusively determined. Although, it is likely foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the bending section cover. The reported event can be detected and prevented in accordance with following: the operation manual, chapter 3 preparation and inspection. The reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.